Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history revealed data from (B)(4) 2013. The reported event date of (B)(4) 2013 was not observed in the black box or download history. A review of the black box history revealed multiple 052 errors on (B)(4) 2013. The pump activity appeared to have ended on (B)(6) 2013. The 052 errors on that day may have mimicked the "no power" condition. There was no damage or moisture found to the battery compartment or the battery cap. The battery cap tightly secured to the pump with no power loss issues. The pump was powered on and displayed the "verify" screen. The pump was exercised for 24 hours; no power loss or battery related warnings occurred during testing. The pump case was removed; there was no evidence of moisture or contamination found inside pump. There were no intermittent conditions found during inspection of the battery terminal contacts. Investigators were unable to duplicate 052 errors or the loss of power event that was observed in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.